Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the pump battery could not be charged. Customer¿s blood glucose level ranged from 82-95 mg/dl. The customer continued to use the pump for insulin therapy.